Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the blade went deep into the skin of the patient causing a cut that required the surgeon to suture the affected area. No further information was available regarding the reported event or what may have contributed to the issue.